Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was no output. All indication shows the device is working but the analyzer shows no output at all. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the heart lead flex was out of specification. It was also noted that the upper case was broken, the lower case was broken, two side bail covers were contaminated, the ring cover was contaminated, the battery contacts were compressed, the ring was bent, the battery drawer was broken, and the main printed circuit board (pcb) had a broken connector. Further analysis was performed on the heart lead flex. This analysis confirmed the test failures caused by a diode component failure, which caused improper ventricular output.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.